Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box data showed one cs 145 occlusion detected alarm due to high force. During testing, the pump performed the ezprime steps with no occlusion alarms occurring. The pump was exercised successfully for 24 hours with no occlusion alarms. The force sensor calibration reading was found to be within the required specifications. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation.